Event description:
It was reported that "the user was unable to connect the oxygen port of the trach-vent to the tracheostomy tube during use. Therefore, a new unit was used instead. No injury to the patient was reported". Additional information states that "the issue occurred during the procedure, but before use on the patient. The user was unable to connect the trach-vent to the tube, so he/she did not use it on the patient".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer returned twenty unused devices from the same lot for investigation. A visual exam was performed and no abnormalities were found. A 15mm plug gauge test was also conducted and all samples were found to be within specification. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues identified with the returned devices. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user was unable to connect the oxygen port of the trach-vent to the tracheostomy tube during use. Therefore, a new unit was used instead. No injury to the patient was reported". Additional information states that "the issue occurred during the procedure, but before use on the patient. The user was unable to connect the trach-vent to the tube, so he/she did not use it on the patient".